Event description:
The account alleges that the device has a loss of ground.

Manufacturer narrative:
The account contacted the tech and stated that the issue has been corrected; however, the account did not indicate to hill-rom, what was done to the device to correct the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.